Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged because it was not carried out according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to the IFU. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported a clogged nozzle with a loaner asset, evis lucera elite colonovideoscope. The event occurred during a colon examination. The procedure was completed using the same device. There was no report of user or patient harm associated with this event. A pre-use inspection of the air and water supply was performed and there were no problems noted. During incoming inspection, it was determined there was a foreign object inside the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. It is unknown when the foreign object adhered to the scope. There was no time lag between the end of clinical use and the start of pre-cleaning. Water and air were supplied to the air/water nozzle. The air/water nozzle was not wiped/brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There is a foreign object inside the nozzle. In addition, the curved rubber adhesive part was missing. The air and water nozzles were clogged, and the drain function was degraded. Dirt that was difficult to remove was found on the scope connector. Scratches were found on the scope connector. Scratches were on the insertion tube. Scratches were found on the operation part. The operation part was discolored. There was a scratch on the hardness adjustment ring. Scratches were found on the switch box. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. There were scratches on the scope connector cover. There were scratches on the right/left angle fixing knob. Protector of universal cord on control section side had a scratch. Protector of universal cord on s-connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.